Event description:
The customer called for help with his contour meter. While troubleshooting, it was discovered the meter display was missing segments. The customer did not seem to be aware of the missing segments, but no adverse events were alleged. The meter is to be returned for eval. A replacement meter was sent to the customer.